Event description:
It was reported that after deploying the first anchor the transporter stocked in the device, so the second anchor could not be placed. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the delivery needle is dramatically bent on two planes. No ts or suture remains on the delivery needle or were returned for examination. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the bent needle.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.